Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level of 537 mg/dl with high ketones. Elevated bg was addressed by a correction bolus via the pump, manual insulin therapy and drank water. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.